Event description:
Facility alleges that pt had a hypersensitive reaction to a first use dialyzer. Pt complained of shortness of breath, severe back pain, and restlessness. Pt treated with medication and treatment continued without further incident.